Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic sphincterotomy procedure performed on an unknown date. According to the complainant, during the procedure, after several times of applying electric current, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic sphincterotomy procedure performed on an unknown date. According to the complainant, during the procedure, after several times of applying electric currrent, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date 01sep2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Initial reporter facility name): (B)(6). (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire broken and blackened, directly affecting the functionality and integrity of the device. Additionally, a part of the cutting wire did not return, and per the reported event, no part of the device was detached inside the patient. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.